Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergic reaction and pain are known potential adverse events addressed in the product labeling; however, event of uri is considered an unexpected adverse event.

Event description:
Healthcare professional reports patient injection with juvéderm¿ voluma¿ with lidocaine to ck4. Juvéderm® volux injected to in jw1 (more on the left side) an unspecified amount of time later. Patient "had asymmetry of the lateral jawline due to previous botox® in masseter muscles. The masseters were atrophied. More pronounced on the left." Patient developed swelling over the angle of the mandible. More pronounced over the left (more volume had been placed in the left). Thus ¿dose depended¿ reaction. Event noted as swelling/erythema/tender/hypersensitivity reaction. Patient treated with prednisone and cipro/biaxin. Patient's father recently died and patient is emotionally very upset. Patient also indicated that the symptoms started after a uri (not device related). Consumer was to follow-up 4-5 days later, but indicated over the phone improvement. Symptoms have resolved.